Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c8000 analyzer. The following data was provided (customer¿s normal range is 0.70-1.05 mmol/l): sample ID (B)(6) initial result was 2.55, repeat results were 0.74 and 0.74 mmol/l. The patient¿s previous result was 0.7 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation for falsely elevated magnesium results on an architect c8000, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer inspected the instrument and observed a large drop of liquid on the aero c8k mixer, list number 09d59-02, and cleaned the part, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.